Event description:
It is reported that the surgeon was not happy with the fit of the 13 mm stem extension. The surgery was completed with a 14 mm stem extension.

Manufacturer narrative:
This report will be amended when our investigation is complete.